Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: one used nrfit reservoir cassette was received for evaluation. Upon receipt no damage or anomalies were observed. The tube luer bond junction of the cassette was tested using a hydrostatic pressure pump and a leak was observed at the tube luer junction. The luer tube bond was separated and the tube and bond pocket were observed. A solvent channel was observed on the tube. The complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond. Corrective actions are in process for root cause analysis. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It reported that there was a leakage from the connector and tube connections during cassette drug solution filling before painless delivery. This occurred during priming.